Event description:
It was reported that the patient reported that her device disappeared (migrated). The patient was referred to their physician. The patient was unhappy that she could not be given statistics on device migration. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.